Manufacturer narrative:
The product was not returned, no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not pulling up anything when the patient¿s mother pressed the arrow buttons. Per reporter, she replaced the batteries while on the phone then the alarm indicated ¿remove and reattach cassette.¿ she was advised to tap the bottom of the pump to move any air that might be trapped in the tubing near the cassette. The patient was advised that if this did not work, they would need to contact anesthesia at the facility. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.